Event description:
It was reported that during a lead revision, the atrial lead was damaged while explanting the ventricular lead. The atrial lead was removed, and no new leads implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.